Event description:
This device was returned for normal battery depletion (nbd). Previously a conflicting threshold measurement date was reported. The device was noted to be functioning normally.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The threshold testing date conflict could not be confirmed. During routine testing, the device did not pass the analysis longevity test. The device case was opened to determine the cause of the high current drain. During detailed testing, the device electrically functioned normally. The cause of the unexpected depletion could not be determined.